Manufacturer narrative:
An evaluation was performed by smith and nephew and could not confirm the customer complaint for the monitor started to flicker. A visual inspection was performed and showed the light source in brand new condition. Functional testing was performed and showed when the light source was connected to the camera system for two hours no flickering was observed on the monitor. No manufacturing related defects were observed.

Manufacturer narrative:
H10: h3, h6: visual inspection and functional testing could not be performed because the device in question has not been returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. It is difficult to perform an accurate evaluation of a failure without having the failed product to look at. As such the complaint is being closed without conclusion. However, if the product is returned in the future the complaint can be reopened and evaluated.

Event description:
It was reported that during the procedure, the monitor started to flicker; due to this flickering, the led light output. Backup device was available and no patient injuries were reported.